Event description:
The following description of the event was documented by a cardinal hlth tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to report that the alarm board needs to be replaced. [Name removed] is factory trained. Complaint: the alarm silence button stays latched. No pt involvement; they noticed it during set up."

Manufacturer narrative:
The cardinal hlth tech support specialist in conjunction with the user facility biomed determined that the root cause of the reported event was a faulty alarm board assembly. Cardinal health issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty alarm board for eval. However since the user facility biomed repaired the alarm board they will not return the alarm board to cardinal health failure analysis lab. The user facility biomed evaluated the alarm board assembly and determined that the root cause of its failure was a faulty 555 timer chip. The user facility was shipped a replacement alarm board assembly to repair the device and return it to svc. The user facility biomed reported the replacement alarm board assembly fixed the problem. The user facility biomed repaired the faulty alarm board by replacing the 555 timer chip and then it was put back to stock.